Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 30th june 2023 . Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Product evaluation was performed under magnification. The complaint device presented with the plunger rod fully advanced. The cartridge and cartridge tip were damaged and the tip was bent. The plunger rod was also observed to be bent. The handpiece assembly was inspected and presented with no issues. The complaint lens was returned in pieces with one piece missing. The lens was cleaned and presented with no further issues. The complaint issue of lens damaged was not confirmed during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was unstable because the cap was damaged. The surgeon decided to remove it. Through follow up we learned that the patient's outcome is good, the cornea has become clear and normal healing is expected. No further details were provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: not applicable, as lens was removed in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed in the initial surgery. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed.